Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported that the vitrectomy probe broke in two parts and stopped working during three separate eye surgeries. The reporter informed that "tubes of aspiration and pneumatic activation of the vitrectome blade separated from the vitrectome blade itself ." The probe was replaced and the procedure was completed without harm to the patients. Additional information and product sample have been requested for evaluation.

Manufacturer narrative:
Three probe samples were returned for evaluation for this report. A review of the related device history records associated with the reported lot indicates that the product was processed and released according to the product¿s acceptance criteria. The three samples were visually inspected and all were deemed to be nonconforming. All three samples have detached front and rear engine housings. The three probes were disassembled and the components inspected. There is approximately 15 minutes, 30-45 minutes, and 90-120 minutes of wear on the inner cutters for the three samples when compared to the cutter wear visual standards. The report evaluation does confirm that all three probes are nonconforming due to the detachment of housing components. The root cause for the separation of components cannot be determined from this evaluation. The most probable reason for the failure would be from mishandling, incorrect assembly, or poor transporting of the product. An internal investigation has been opened to address reports of a similar nature. (B)(4).